Event description:
Received information regarding multiple cartridge alarms with one cartridge during the load process. There was no reported impact to customer's blood glucose level. The customer was able to reload the cartridge successfully.

Manufacturer narrative:
No product returned for evaluation. Should new relevant information become available, a follow up supplemental report will be submitted.